Event description:
It was reported that balloon detachment occurred. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during procedure, the balloon failed and came off the wire in the patient. No patient harm resulted in relation to this event.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer: mustang 6.0 x 150, 135cm was received for analysis. The device was received in two sections due to a complete separation of the shaft. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination found no issues with the balloon material. A balloon leak test could not be carried out due to severe shaft damage. As per mustang specification (#90519237) the rated burst pressure for this device is 22 atmospheres. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found the shaft to have stretching damage and complete separation at a location just proximal of the proximal balloon. This type of damage is consistent with excessive tensile force being applied to the device. This concludes the product analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon detachment occurred. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during procedure, the balloon failed and came off the wire in the patient. No patient harm resulted in relation to this event.